Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
Customer claims they are unable to visualize anatomy. Investigation is in process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00121) submitted in 2016 did not go through correctly. Additional information was received and it was reported that the system was missing the anatomy images during a thyroid exam. The user switched between the 12l4 transducer and the 18l6 transducer to see the anatomy but was unable to visualize. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00121) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; however, the customer support engineer (cse) was on-site and ran diagnostics from a to d dc offset tests. Applications were also reported to have made several site visits and they feel that the systems are working fine.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: it was confirmed with the customer that pathology was never missed. This customer situation was managed by the local sales team. Per the intake and follow-up messages, there was never any actual harm; only image quality perception differences between legacy system at the site and the new system. The local team worked with the customer on image presets, and different transducer choices more pleasing to the customer.